Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was advanced out in the lower leg and noticed the c-ring was cracked in the middle. This was the first time the c-ring had been advanced out in the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the last three lots shipped to the event site prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was advanced out in the lower leg and noticed the c-ring was cracked in the middle. This was the first time the c-ring had been advanced out in the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.